Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that he had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose was 200 mg/dl. The customer stated that insulin did not come out and no delivery alarm. The customer was advised that set may have been occluded. The customer was advised to change the entire infusion set and return set for analysis. The customer was advised that we will ship replacement and reservoir as well.